Event description:
It was reported that an arteriotomy closure of the mild to moderately calcified right common femoral artery was attempted using a proglide device with a 6fr sheath, after a coronary angioplasty interventional procedure. Reportedly, the foot plate was very stiff or sticky and could not be deployed without great effort. The sutures were not captured. A second device was used with the same results. A third device was deployed outside of the patient to verify the cause was not do to the mild to moderate calcified artery and the same stiffness occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. The lever was opened and the foot was deployed, therefore, the reported difficulty deploying the foot was not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that mild to moderate calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other two proglide devices referenced are being filed under separate medwatch report numbers.